Event description:
It was reported that pump battery depleted too quickly even though pump did not shut down, and customer did not report any activities that could explain faster battery use. There was no reported impact to the customer¿s blood glucose level. The customer continued to use their pump for insulin therapy.